Event description:
Doctor reported events of ¿chronic pouch dilatation¿ which included ¿¿reflux symptoms, heartburn, dysphagia¿¿, from journal article: ¿long-term results of adjustable gastric banding in a cohort of 186 super-obese pts with a bmi > 50 kg/m2¿, journal of visceral surgery doi: 10.1016/jviscsurg.2012.01.007. This medwatch represents the 27 pts listed in table 1 of the article who were diagnosed with chronic pouch dilatation which included, ¿¿reflux symptoms, heartburn dysphagia¿¿

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: (B)(4) 2012. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number or implant date was given. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pouch dilation and intolerance are surgical/physiological complications and analysis of device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of pouch dilation as follows: ¿band slippage and/or pouch dilatation can occur.¿ ¿frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation.¿ device labeling addresses the reported event of reflux and dysphagia as follows: ¿contraindications: the lap-band system is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn¿s disease.¿ ¿ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures.¿